Event description:
It was reported, during a transurethral kidney stone removal using a ureteroscope a with flexible instrument, that the tip of the basket broke. Additional information has been requested, but not yet received.

Manufacturer narrative:
Sample forthcoming. Investigation still in progress.